Manufacturer narrative:
(B)(6). (B)(4). X-ray interpretation: "two lateral x-rays of translational plate c4-c5-c7 with stackable peek cages across corpectomy at c6. Plate is relatively short on initial films and appears to have failed in distraction due to cervical extension in the immediate postoperative period. Surgery date noted (B)(6) 2013 with failure noted on (B)(6) 2013. Possible failure due to full deployment of plate leaving no ability to accommodate distraction."

Event description:
It was reported that a patient initially underwent an acdf corpectomy at levels c4-c7 to treat degenerative disc herniation. A cervical plate was used over a corpectomy from levels c5-c7 and the corpectomy was performed using stackable 16x14 anatomic cages. Thirty-six days post op, "it was discovered that there were two collapsed zones over the corpectomy and the inferior zone is fully collapsed, while the superior zone is fully released and the plate is in two pieces. In the lateral plane, the superior piece of the plate is laying over the top of the inferior piece. They lay directly on top of each other". The plate was reported as being "hyper extended and dislocated". No patient symptoms were reported and no treatments have been provided or scheduled.